Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope displayed an b30 error (communication failure). The issue occurred during preparation for use and the bronchoscopy diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the surgical scope displayed an b30 error (communication failure). The issue occurred during preparation for use and the bronchoscopy diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The inspection identified b30 communication message appeared due to faulty plug unit and circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.